Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 04dec2018. It was reported that unable to cross the lesion occurred. During procedure, a promus element drug eluting stent was used. However, it was unable to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR: promus element, mr, ous 2.50x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found proximal stent damage. The proximal end of the stent was damaged with stent struts lifted consistent with the stent being damaged during withdrawal from the lesion. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.